Manufacturer narrative:
(B)(4). Date sent: 07/20/2020. D4: batch # t5ec62. Device analysis: the analysis found that no staples present while knife was not retracted. The breakaway washer was not cut but had indentations of the knife. Upon installation of the battery, the green check mark was not present, indicating the device did not reach the full stroke. The device was cleaned and reloaded with staples. A new washer was placed on a test anvil and the device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and met the staple form and release criteria. It is suspected that the battery may have been faulty which did not provide enough power during the firing cycle. The battery was not returned and hence analysis could not be performed. The weld seam separation on the shrouds near the battery is not related to the condition since the battery could be snapped in place and held during the analysis in the lab. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/15/2020. D4: batch # unknown.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the doctor went to fire the powered circular and the battery sounded slow and like it did not work properly. When they opened the stapler, the staples were not formed. None of them formed, but the blade cut through the tissue. They redid their proximal and distal stapling and redid the end-to-end with a manual cdh circular. The patient is doing well. The surgery was delayed by twenty-five minutes. There were no patient consequences reported.